Event description:
It was reported that the customer was hospitalized for high blood glucose levels on (B)(6) 2014. The blood glucose reading was too high for the glucometer to read the blood glucose reading, which indicated that the blood glucose reading was at least 600 mg/dl. The customer stated that she experienced weird feelings in her joints, abdominal pain, thirst and gastroparesis. She stated that she was having issues with processing her meal from the night prior due to her gastroparesis acting up. She was on the verge of having diabetic ketoacidosis upon admission. She was treated with intravenous fluids, nausea medication, and insulin via the insulin pump, and she was released 24 hours from her admittance. She was hospitalized again on (B)(6) 2014 due to high blood glucose levels, with a reading of almost 400 mg/dl. She experienced the same symptoms as the previous event. The most recent blood glucose reading was 151 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-83472.